Event description:
During a primary surgery we put on a 32mm +8 v40 head the surgeon impacted it and went back to relocate the hip and the head came right off. The surgeon tried impacting the same head again but it would not stay impacted. Another backup device was located and implanted with no issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding seating/locking issues involving a metal head was reported. The event was confirmed. Method & results: -device evaluation and results: inspection of the device by the manufacturing identified a lip / edge near the bottom of the femoral head taper protruding approximately 0.03-0.04mm from the normal taper surface. The lip / edge is most likely the cause of the femoral head not locking onto femoral stem during surgery -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that this event was manufacturing related as a result of lip / edge near the bottom of the femoral head taper. (B)(4) has been raised to investigate.

Event description:
During a primary surgery, we put on a 32mm +8 v40 head the surgeon impacted it and went back to relocate the hip and the head came right off. The surgeon tried impacting the same head again but it would not stay impacted. Another backup device was located and implanted with no issue.